Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited loss of capture, undersensing, and impedance issue. The right ventricular lead exhibited high capture threshold, undersensing, and impedance issue. The patient was admitted to the hospital and chest x ray was performed on (B)(6) 2018 and revealed both leads were dislodged due to patient's twiddler syndrome. On (B)(6) 2018, both leads were explanted and replaced. The patient was discharged and in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.